Manufacturer narrative:
Unique device identification (UDI) - (B)(4). The surgical pattie was received for evaluation: device history record - there is no indication that the production process may have contributed to this complaint. All test results passed procedural specifications. Failure analysis - per the failure analyst this product is produced in an iso class 8 cleanroom requiring the use of a hair net and long sleeve gowns. This hair appears to be present from a hair net failure. The operator will be retrained and made aware of the issue. Per the complaint background, hair wrapped around the pattie card. The complaint was confirmed in the complaint investigation. The failure analyst confirmed the root cause of this issue was operator error (hair net failure).

Event description:
N/a.

Manufacturer narrative:
Unique device identification (UDI)#: (B)(4). The device was not returned for evaluation, therefore, an evaluation of the device could not be performed. Lot number information has been provided, therefore, manufacturing records were reviewed, and found no anomalies. The cause(s) of the difficulty reported by the customer could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
A customer reported that the hair was found in the packaging of item 801403 (surg pat xray).